Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated, could not use the syringe because plunger rod is difficult to move 2 syringes affected."

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated, could not use the syringe because plunger rod is difficult to move 2 syringes affected".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-sep-2023. H6: investigation summary customer returned total of (6) 1ml 31ga 8mm syringes loose. It was reported by the consumer that he could not use the syringe because plunger rod is difficult to move. All the syringes were examined using magnification and found no damages. Functionality test was performed and observed no issues with plunger movement on the return samples. No issues of any kind was observed on the returned samples. Hence, the reported issue could not be confirmed. A review of the device history record was completed for batch# 2325206. All inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause is not determined as the issue is unconfirmed.